Manufacturer narrative:
The customer reported that their mounting bracket with 6 screws have ferrels that are broken which they feel could cause the monitor to fall. Based on the available info, the philips field service engineer (fse) confirmed that there was visible stress damage to the plastic of the mount, however, no device or mount malfunction occurred. It is being considered that this issue is the result of rough handling of the device/mount, as users bump into the racks/mounts with the steel cribs when the infants are moved. No further action or investigation is warranted at this time.

Event description:
The customer reported that their mounting bracket with 6 screws have ferrels that are broken which they feel could cause the monitor to fall.